Manufacturer narrative:
The device, when received in the laboratory, was found to be in hardware backup mode. The reason for device reset was bad_nomap, due to access to unmapped/illegal address. Ate testing was performed and the device was found to be normal. The reset was not reproduced throughout the device testing. The cause of the reset was undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. The device had previously been restored due to backup operation. The device was explanted and replaced. The patient's condition was good post procedure.